Event description:
The pt injured skin flap over the implant site. Over time the skin flap became infected and a fistula was noted in the skin. Approximately 1 month later, the device was explanted. The wound healed without complication. No info regarding reimplantation was made available.